Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to leakage event on (B)(6) 2026. The infusion set tubing was leaking at the site. The infusion sets had been in use for two hours. The patient blood glucose level was high and was treated with a correction bolus via pump and a correction injection via mdi. The issue occurred with five infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.